Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained to the care giver (cg) they would need to end therapy. The cg cycled power and then disconnected the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.